Event description:
It was reported that the pump exhibited a "battery not working" alarm message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed on the plunger cases, and cracks were observed on the top and bottom cases. Review of the event history log showed an occurrence of a "system advisory: battery not working" alarm message. Functional testing found that the device displayed the battery not working alarm at power-up. It was also observed that all the settings were zero (0). The investigation determined that the battery not working as intended was the cause of the reported issue. The battery was replaced to correct the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.